Event description:
An arjohuntleigh service tech had gone on-site in response to the incident, which the facility reported that 2 caregivers were raising the resident up on a maximove lift over their bed and at about 6 inches high, the lift bar fell off the device and hit the resident on the head; additionally, it was reported that the lift bar was approximately 1.5 feet from the resident prior to the incident that had occurred. The resident suffered a small laceration over their brow, some bruising on the bridge of their nose, and some bleeding from the nose. They were taken to the ER initially; no further information was released about their condition.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjo (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.